Manufacturer narrative:
Manufacturing data: due to the missing product information (e.g. Serial number/delivery note batch), we were unable to trace the production of affected product. We can assure you that all our products are manufactured by qualified staff and individually tested before they are placed on the market. Conclusion information: an investigation was not possible because the product is not available. A final clarification of the cause what has led to rupture of catheter is only possible by an examination. Actions: no further actions are required as a result of the complaint.

Event description:
It was reported that a progav 2.0 shuntzsystem (#fx434-t) was implanted during a procedure. The valve was also expanded, but we have not received any product.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntzsystem (#fx434-t) was implanted during a procedure. According to the complainant, the shunt tube is broken and a revision have to be performed. Limited information were submitted.